Event description:
Rec'd voluntary notice from FDA that implant failed to osseointegrate apparently due to infection. No product returned for evaluation. No evidence has been found that any customer who purchased the products identified having lodged a complaint with the company.